Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that patient had teeth removed for dentures. Implants removed tooth site: 9.

Manufacturer narrative:
Zimvie received one (1) xifnt3210, (osseotite tapered certain implant 3.25 x 10mm) for evaluation. Visual evaluation shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2020071035. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020071035 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The implant shows signs of wear/use, however, no damage. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.